Manufacturer narrative:
Added information to section d9, h6 (health effect - clinical code), h6 (device code(s)) and h6 (type of investigation). Corrected data h6 (device code(s)): "1270 - gradient increase" code removed. H3: evaluation summary: customer report of increased gradients was unable to be confirmed through visual observations. X-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Thrombotic-like material was observed on both the inflow and outflow surfaces of all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Thrombotic-like material restricted leaflet mobility and led to stenosis. The free margin of all three leaflet were rolled towards the outflow aspect due to thrombotic-like material and created a gap in the central coaptation region. Sewing ring cloth was cut in multiple areas around the valve and exposed the metal band around leaflets 1 and 3 on the inflow aspect. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 11500a25 implanted in the aortic position was explanted from a 70-year-old patient after an implant duration of four (4) years and three (3) months due to increased gradients (mean/peak gradient 60/97 mmhg). As reported, endocarditis and thrombus/halt were ruled out. Reportedly, the patient was asymptomatic. A mechanical valve was successfully implanted in replacement. The patient was noted as to be hospitalized in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
A device history record (DHR) review was performed, and no relevant non-conformances were identified. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. Pannus overgrowth, or host tissue, is considered a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.